Event description:
The patient received a cypher stent in the left anterior descending (lad). Approximately two years later, the patient was presented with an anterior infarct. The patient had coronary stent thrombosis. The physician placed a long bare metal stent into the lad to re-open the vessel and gave the patient reopro. The patient has since recovered. The patient had been on plavix and aspirin.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.